Manufacturer narrative:
The field service engineer (fse) verified the reported issue and to address the failure, replaced the backup battery printed circuit board (pcb) and oxygen sensor. The ventilator has passed performance verification testing (pvt), extended self-test (est), and short self-test (sst) and is ready for use. The ventilator has been returned to the customer. Product analysis: a battery backup printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and no anomalies were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed. When the unit was powered on it failed the power on self-test (post) and was power cycling. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component in the pcb.

Event description:
It was reported that a 760 ventilator had an "abnormal restart". The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Device evaluation: the additional replaced parts, oxygen (o2) pressure transducer and the proportional solenoid (psol) printed circuit board (pcb), were returned for failure investigation. Both parts were visually inspected with no anomalies identified. The parts were functionally tested in the failure investigation test ventilator. The ventilator powered on and was placed in a ventilation mode for a minimum of 24 hours with no alarms or diagnostic errors observed. There was no malfunction or product deficiency identified with either part. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) number added. If information is provided in the future, a supplemental report will be issued.